Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease observed on the device. Wear abrasion observed. Voids observed on the gel. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, d9, g2, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return, device photos has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Explanting physician reported, right side capsular contracture, baker grade iii. Device has been explanted and replaced with non allergan devices.